Event description:
Customer reported a decrease in battery charge from 10% to 5% while the device was on the charger, although this issue occurred on a previous date and did not result in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.